Event description:
The customer reported that during a case, when they went from lateral to anterior-posterior position, the system displayed a gray, grainy and blurry half image. The system was rebooted and has been used with several cases with no further problems. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.